Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced prolonged hyperglycemia while using the ilet system, with the dexcom g7 displaying ¿high¿ and a confirmatory glucometer value of 534 mg/dl; the user noted being low on insulin and completed a supply change with an inset infusion set on the abdomen, with no occlusion alerts reported. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or injury. Investigation included user troubleshooting and education, confirmation of blood glucose by fingerstick, and review of pump status and alarms. Investigation of this case revealed no device alarms or occlusions and no device malfunction identified, while a potential contributing factor included insufficient insulin supply prior to the supply change; the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.